Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated negative high sense troponin results were reported when they should have been positive while using the alinity ci-series system control module. The customer indicated the unit of measure was not set correctly. The test system was pg/ml and the alinity was ng/ml and the customer dispositioned the results with pg/ml incorrectly. There was no adverse impact to patient management reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint data, log review, a search for similar complaints, and a review of labeling. Return material was not available. A review of the log files confirmed the units of measure were changed from ng/ml to pg/ml. A review of tracking and trending did not identify an adverse trend for issue observed by the customer. Labeling was reviewed and found to be adequate. It provides adequate labeling on the default units of measure pg/ml and the conversion to alternate units. Based on the available information no product deficiency of the alinity ci-series system control module, ln 03r70, was identified.